Event description:
It was reported that patient underwent ankle repair procedure on (B)(6) 2008. Subsequently, radiographs taken on (B)(6) 2011, revealed that a screw had fractured. No revision procedure has been completed to date. The surgeon stated that the patient was non-compliant for weight-bearing recommendations.

Manufacturer narrative:
Explanted date - device remains implanted. The product and lot identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.